Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
It was reported that pus discharge from the suture wound of the extension (behind the patient¿s right ear) was observed. As such, the patient was prescribed antibiotics. The patient is stable. Reportedly, the issue has resolve now.

Manufacturer narrative:
A patient had pus discharge from the suture wound of the extension (behind the patient¿s right ear) was reported to abbott. The patient was prescribed antibiotics. The issue has been resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.